Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient details to bard.

Event description:
It was reported that the vascular stent failed to deploy in the stenosed sfa and a loud click was heard during deployment. Reportedly, the access site was gained popliteal. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: the lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device it could be confirmed that the deployment mechanism had been used until the breakage of a force transmitting component occurred with the stent being partially released. The grip was found to be fully functioning. Increased friction in the distal catheter section is considered the reason for increased release force and subsequent fracture of the force transmitting component. Potential contributing factors the reported deployment failure have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult anatomy as highly tortuous or calcified vessels can lead to increased friction and subsequent release force increase. As reported, the tracking path and the target lesion were semi-calcified but the lesion had been pre-dilated and no difficulty occurred during advancement of the device to the target site. However, popliteal access was gained in this case instead of femoral access as per IFU. The use of a guide wire smaller than recommended in the IFU also may be a contributing factor to the reported event. In this case, a 0.014'' guide wire was used instead of a 0.035'' guide wire. On the basis of the information available and the evaluation of the sample, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." The IFU also states: "gain femoral access." Furthermore, the IFU indicates that a 0.035" guide wire is required for the procedure. Updated data due to sample receipt. Updated 'additional event information' due to receipt of sample.

Event description:
It was reported that the vascular stent failed to deploy in the stenosed sfa and a loud click was heard during deployment. Reportedly, the access was gained popliteal. Another device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to a difficult vessel anatomy as highly tortuous or calcified vessels may lead to increased friction and subsequent release force increase. As reported, the tracking path and the target lesion were semi-calcified but pre-dilation had been performed and no difficulty occurred during advancement of the device to the lesion site. However, popliteal access was gained in this case instead of femoral access as per IFU. The reported event also may be related to rough handling of the device during preparation or use. The use of a guide wire smaller than recommended in the IFU also may be a contributing factor to the reported event. In this case, a 0.014'' guide wire was used instead of a 0.035'' guide wire. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states: "do not constrict the delivery system during stent deployment. If excessive force is felt during stent deployment, do not force the stent system. Remove the stent system and replace with a new unit." The IFU also states: "gain femoral access." Furthermore, the IFU indicates that a 0.035" guide wire is required for the procedure.

Event description:
It was reported that the vascular stent failed to deploy in the stenosed sfa and a loud click was heard during deployment. Reportedly, the access was gained popliteal. Another device was used to complete the procedure. There was no reported patient injury.